Event description:
The manufacturer received information alleging the patient received a replacement device in december 2021 and the unit burned the patient/s nose, throat and esophagus the first night of use. The patient felt like they were on fire. The device gives off sickening noxious fumes that often make the patient sick to their stomach. The patient goes thru this every night and hates going to bed. The intensity seemed to reduce some but the patient got sick from the fumes and intensely burning of the esophagus. The dry burning nose and dry mouth are a nightly occurrence even with ayr nose gel used every night. The medical facility adjusted some of the patient's settings and suggested a sleeve for the tubing. Patient reports it made no difference and still has the horrible side effects from the device. The patient states they sleep most the night without the device in order to sleep but needs the device to breathe. The patient states they cannot longer continue using the device due to the long-term effects on their health from the noxious fumes, burnt nose, and esophagus. The patient further reports cleaning the device by washing the parts in warm to hot water every other day using dawn dish soap. They state the first night they used the replacement device, it had a strong nocuous sickening order. They dismissed it, thinking it was because the machine was new. They were awakened during the night with their nose and throat very dried out and an uncomfortable feeling in their chest. The patient further states that the nauseous fumes made them so sick that they would throw up. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the patient received a replacement device in (B)(6) 2021 and the unit burned the patient/s nose, throat and esophagus the first night of use. The patient felt like they were on fire. The device gives off sickening noxious fumes that often make the patient sick to their stomach. The patient goes thru this every night and hates going to bed. The intensity seemed to reduce some but the patient got sick from the fumes and intensely burning of the esophagus. The dry burning nose and dry mouth are a nightly occurrence even with ayr nose gel used every night. The medical facility adjusted some of the patient's settings and suggested a sleeve for the tubing. Patient reports it made no difference and still has the horrible side effects from the device. The patient states they sleep most the night without the device in order to sleep but needs the device to breathe. The patient states they cannot longer continue using the device due to the long-term effects on their health from the noxious fumes, burnt nose, and esophagus. The patient further reports cleaning the device by washing the parts in warm to hot water every other day using dawn dish soap. They state the first night they used the replacement device, it had a strong nocuous sickening order. They dismissed it, thinking it was because the machine was new. They were awakened during the night with their nose and throat very dried out and an uncomfortable feeling in their chest. The patient further states that the nauseous fumes made them so sick that they would throw up. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h:remedial action init (rfb),recall (z) number (rfb), evaluation method code, evaluation results code and conclusion code grid has been updated.